Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was provided and a device history record (DHR) review was performed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine the cause of the reported issue. Potential failures have been reviewed for this complaint. The following potential failures include; too little glue utilized, user related error, product malfunction, proper inspection not being performed, or defective material. With the available information, it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the cuff was seen and the catheter migrated and the cuff was non-fibrous. The catheter had to be completely removed and replaced with a new one. No patient harm or medical intervention.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.